Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
The customer reported solution leak from the cap of the patient line. No patient injury was reported. No additional information provided.

Manufacturer narrative:
(B)(4). The customer report of a leak was not confirmed during evaluation. No abnormalities were noted during visual inspection. A batch review was performed with no issues noted. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.